Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at catheter junction. The child due to acute upper respiratory tract infection on (B)(6) 2024 in the pediatric infusion room infusion treatment, the use of the product, the nurse routine operation, venipuncture found isolation plug and catheter seat interface seepage of blood ooze, immediately be withdrawn, replaced, explained to the family, the second venepuncture. Increased crying and pain of the child.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot#4081463 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photograph have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the interface between the septum and the catheter hub. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the abnormal state at the interface between the septum and the catheter hub cannot be identified, the root cause of leakage there cannot be determined.

Event description:
Information provided on 10/08. Hello, no physical picture samples have been sent, no deformation of the catheter has been found, and the head nurse informed that it is the first time to use, and leakage occurred when the catheter was prefilled before the catheter was inserted.